Event description:
The device has been explanted.

Event description:
Patient attorney reported right side "patient got knowledge about the recall. Very psychological shaken due the breast esthetic¿, disintegrated inside the patient¿s breast¿. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.